Manufacturer narrative:
Device and initial implantation details requested but unavailable at the time of this report, this report is submitted on april 11, 2017.

Event description:
It was reported that the patient's device was explanted (date not reported) due to extrusion of the electrode array. The patient was re-implanted with a new device on the contralateral side.